Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the hose clamps for the pe valve were leaking. Additional malfunctions include the zip ties for the sieve beds and pe valve were leaking.